Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during pre-operational check, it was observed that the small battery drive device did not work. According to the report, an identical spare small battery drive device was available. When the spare device was tested, it was observed that the spare device did not work. A second spare device was available and was used to complete the surgical procedure without any delays. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.